Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted faulty charge couple device pins, fail water leak test from cable and tiny pin hole on cable. Based on the results of the investigation, it is likely the following led to the malfunction: due to rusted faulty charge couple device pins, scope communication error occurred. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e-224 communication error. The issue was identified during set up for an unspecified procedure. There were no reports of patient harm.